Event description:
Treatment initiated via right subclavian tesio catheter at 14:55. At 15:35 rn alerted by a machine alarm, noted that the venous bloodline was disconnected from the pt catheter with noted blood loss. Rn immediately re-connected the bloodline to the catheter. Pt not responsive and puffing at the mouth, bp76/21. Code initiated.